Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4) - incomplete. Depuy synthes has been informed that the lot number is not available.

Event description:
The tip of the electrode has fallen off intraoperatively, despite searching, the tip has not been found. The tip of the electrode is inside the patient.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: this complaint is being closed since after multiple attempts to retrieve the product, the product still has not been returned for evaluation. Therefore, the reported complaint cannot be confirmed and a root cause the reported device failure cannot be determined. If and when the device in question is received, this file will be reopened, and its contents made to reflect the results of the evaluation. Review of the depuy synthes mitek complaints system revealed two other similar complaints and one other dissimilar complaint for this lot of devices released to distribution. However, review of the device history record indicated that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the records reviewed. At this time, no corrective action is required and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. UDI: (B)(4).